Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Further review found that this lead exhibited high out of range shock impedance greater than 125 ohms. Consequently, emergent lead replacement was recommended. Data analysis found no anomalies with the implantable device, but further troubleshooting during the lead replacement procedure was recommended. The right ventricular lead was replaced, and no additional adverse patient effects were reported. Product return information was requested to the field. Additional information was received. This lead was capped and abandoned in the patient during the procedure. The product is not expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Further review found that this lead exhibited high out of range shock impedance greater than 125 ohms. Consequently, emergent lead replacement was recommended. Data analysis found no anomalies with the implantable device, but further troubleshooting during the lead replacement procedure was recommended. The right ventricular lead was explanted and replaced, and no additional adverse patient effects were reported. Product return information was requested to the field.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Further review found that this lead exhibited high out of range shock impedance greater than 125 ohms. Consequently, emergent lead replacement was recommended. Data analysis found no anomalies with the implantable device, but further troubleshooting during the lead replacement procedure was recommended. The right ventricular lead was explanted and replaced, and no additional adverse patient effects were reported. Product return information was requested to the field.